Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented for a device check after hearing beeping tones from the device. Interrogation revealed high, out-of-range pacing impedance measurements and no capture on the right ventricular (rv) and left ventricular (lv) leads. The patient was transferred to another facility for a lead extraction. It was reported the lv lead was able to be removed on june 25 but the rv and right atrial (ra) leads could not be explanted. The device was programmed with tachy therapy off and a laser lead extraction was performed the next day. On june 26 a new rv lead was implanted and the ra and rv leads were removed. The device remains in service with the new rv lead. No new ra or lv leads were implanted. No additional adverse patient effects were reported.